Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose of 242 (mg/dl). Reportedly, customer was programming a bolus to treat their bg level and stated the pump calculated a bolus of 121 units of insulin. Customer did not deliver the bolus. With the assistance of tandem technical support, customer discovered that the correction factor setting in the pump was 1 unit: 1 (mg/dl). Customer stated that the correction factor on their previous pump was 1 unit: 10 (mg/dl). Reportedly, customer had entered the settings in to the pump during set up. Tandem technical support assisted the customer with updating the pump settings to 1 unit: 10 (mg/dl). Customer indicated that they would deliver a correction bolus to treat their bg level.